Event description:
It was reported that the nurse stated they were receiving erratic patient temperature alarms 50(patient temperature 1 erratic) and 15(unable to obtain a stable patient temperature) in an arctic sun device. Explained these alarms were usually due to a probe issue or a cable issue. Nurse confirmed the connections were all good and probe was in place, they were using a temperature sensing foley. Informed nurse they can try manipulating or flexing the cable to see if the patients temperature fluctuates to determine if it could be the cable. If the temperature probe can connect to the bedside monitor, they can try seeing if it reads accurately on there. They recommend swapping out either the temperature probe or the cable. If the alarm continues, then they would recommend swapping out the other. Nurse placed on hold and exchanged the foley probe. Nurse stated it seems to be reading better now. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were receiving erratic patient temperature alarms 50(patient temperature 1 erratic) and 15(unable to obtain a stable patient temperature) in an arctic sun device. Explained these alarms were usually due to a probe issue or a cable issue. Nurse confirmed the connections were all good and probe was in place, they were using a temperature sensing foley. Informed nurse they can try manipulating or flexing the cable to see if the patients temperature fluctuates to determine if it could be the cable. If the temperature probe can connect to the bedside monitor, they can try seeing if it reads accurately on there. They recommend swapping out either the temperature probe or the cable. If the alarm continues, then they would recommend swapping out the other. Nurse placed on hold and exchanged the foley probe. Nurse stated it seems to be reading better now. Encouraged nurse to call back with any issues.